Event description:
The pt reportedly experienced pain at an unspecified time post-operatively. A reoperation was performed to remove two broken screws in a single level pedicle screw construct. The surgeon reported that the vertebral fusion was adequate; no add'l fixation was required. The procedure was performed successfully.

Manufacturer narrative:
Device eval: two broken screws were returned for eval. A review of the device history record did not identify any applicable non-conformity to specification for this production lot. The investigation remains open pending eval of the returned devices.